Manufacturer narrative:
Returned device was received in good physical condition but had a scratched screen. During the evaluation of the device, the issue was immediately replicated and the fault of the issue was with the circuit board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had a clock battery that needs to be serviced. The "enter" key is flushed into the keypad and the pump presented with error 1660. There were no reported adverse events.